Event description:
It was reported during advancement of the viperwire guide wire, a distal dissection occurred. The physician decided to continue with the orbital atherectomy treatment as the dissection was not near the target lesion area in the left anterior descending (lad). Low speed treatments were performed. Post orbital atherectomy, luminal gain was observed. After a stent was placed and post-dilation was performed, imaging showed a small perforation in the stented segment/previous dissected area. To address the perforation, a graftmaster was attempted to be used but was unable to cross the lesion. A guide extension catheter was used and an injection was administered to manage the perforation, however, this led to slow flow and no re-flow, which resulted in cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered, however, after several hours it was indicated the patient expired. In the physician's opinion, the adverse event was not related to orbital atherectomy or the stent and the cause of death was due to injection which was administered to manage the perforation. It was clarified the viperwire caused the dissection and the perforation occurred after forceful dye injection after post dilation and post stent placement.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient cardiac arrest, perforation of vessels, obstruction, death, and related surgical intervention appears to be related to operational context. In this case it is likely that the reported patient cardiac arrest, perforation of vessels, obstruction, death, and related surgical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during advancement of the viperwire guide wire, a distal dissection occurred. The physician decided to continue with the orbital atherectomy treatment as the dissection was not near the target lesion area in the left anterior descending (lad). Low speed treatments were performed. Post orbital atherectomy, luminal gain was observed. After a stent was placed and post-dilation was performed, imaging showed a small perforation in the stented segment/previous dissected area. To address the perforation, a graftmaster was attempted to be used but was unable to cross the lesion. A guide extension catheter was used and an injection was administered to manage the perforation, however, this led to slow flow and no re-flow, which resulted in cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered, however, after several hours it was indicated the patient expired. In the physician's opinion, the adverse event was not related to orbital atherectomy or the stent and the cause of death was due to injection which was administered to manage the perforation. It was clarified the viperwire caused the dissection and the perforation occurred after forceful dye injection after post dilation and post stent placement.